Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A trace effusion was noted at baseline. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The device was successfully implanted. As the was sheath was being withdraw, the patient's blood pressure started to drop. The patient was treated three (3) times for blood pressure issues and protamine was given. A small right sided pericardial effusion was noted, it did not grow. The patient was stabilized and was sent to intensive care unit for observation. The patient is expected to fully recover.